Event description:
It was reported that patient presented for a routine pacemaker check. Upon interrogation of the device, it was discovered that the atrial lead activity was on the ventricular channel and the ventricular activity was on the atrial channel. On (B)(6) 2019, the implant pocket was opened for exploratory surgery. It was noted that the atrial lead and ventricular lead were switched in the pacemaker header ports. The leads were removed and plugged back into the correct ports and normal function was restored. The patient tolerated the procedure well and was recovering without any complications.